Event description:
The following was reported to hamilton medical ag: c1 ventilator experienced tf231022 (pexpvalve sensor defect). Failure during testing. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up nr. 1 - corrected information: **UDI related data quality updates only** . Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h4, h11 as a result of your alignment with gudid.

Event description:
The following was reported to hamilton medical ag: c1 ventilator experienced tf231022 (pexpvalve sensor defect). Failure during testing. No patient involvement.

Manufacturer narrative:
(B)(4). It was reported that the device alarmed with high priority for technical event: 231022 (pexpvalve sensor defect) at start-up and self test failed. No patient involved. The event did not cause or contributed to a death or serious injury to a patient. The root cause of the event was determined to be a defective pressure sensor assembly, expiratory valve assembly, flow sensor and o2 mixer assembly. After replacing the pressure sensor assembly, expiratory valve assembly, flow sensor and o2 mixer assembly, the device was released back into use.